Manufacturer narrative:
A two year review of the complaint database for this list number/similar issue did not identify any additional reports or investigations identifying a MFR defect/non-conformance. Exact cause of the reported incident is unk.

Event description:
Complaint received reporting catheter positioning/placement problems with one (1) 50328-06 8fr opticath. It was reported that the 50328-06 opticath was pre-tested and successfully inserted/floated and after an unspecified period of time, attending clinician found that the "catheter was knotted." It was also reported that the "knotted catheter needed to be surgically removed... The pt is recovering well. The catheter has been sent to the facility risk manager." The involved 52509-13 device was not returned to the MFR for analysis and investigation. Although requested, additional relevant pt, usage information as of the date of this report has not been received by the MFR.